Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unwilling to answer additional questions during a follow-up call. The patient reported that the alleged meter inaccuracy began several months prior to contacting lfs. The patient claimed she was getting inaccurate high readings in the range of ¿12-20 mmol/l (216-360 mg/dl)¿ with the subject meter. In response to the elevated results, the patient stated that she took an increased dose of insulin (type and amount not provided). The patient reported that she ¿passed out¿ on unspecified date after taking an increased dose of insulin. No additional information regarding this event was provided. It is not known what treatment the patient received after losing consciousness. The csr noted that the patient was told by her doctor at the hospital that there was a problem with the subject meter. At the time of troubleshooting, the patient informed the csr that she no longer had the subject meter or the test strips she obtained the inaccurate high readings with. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.